Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a cartridge cracked as a lens was being inserted into it during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the cartridge was returned. An inadequate amount of viscoelastic was observed inside the cartridge. The tip has heavy stress and is split along the right upper side. The cartridge shows evidence of being placed into a handpiece. The cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece and two viscoelastics. The customer indicated the use of an unspecified iol. Without the lens model it cannot be determined if a qualified combination was used. The reported tip damage was observed. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).